Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The power was cycled to clear the alarm and proper procedures were reviewed with the patient. The patient planned to start therapy over using new supplies and would notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.